Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with an episode of high ventricular rates. The review of electrocardiograms were reviewed showed a paced complex that was under-sensed. Due to the under-sensed event. The patient was checked and the right ventricular auto capture checked out ok.